Event description:
It was reported that high capture threshold, pacing inhibition, noise, and oversensing was observed on the right atrial (ra) and right ventricular (rv) leads. Additionally, inappropriate mode switching was observed on the ra lead. Ra and rv lead damage was suspected, but not confirmed. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the right ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of high capture threshold, insulation damage, and noise resulting in oversensing were confirmed. As received, a complete lead was returned in one piece. A visual inspection revealed an external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture tie impression. The cause of the reported events was due to the external insulation abrasion and the exposure of the outer coil in the abrasion zone consistent with friction to another device or patient anatomy.

Event description:
Additional information received indicated that lead insulation damage was the suspected cause of the event. This was not confirmed.